Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air) that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power, explained the alarm and advised the hp to restart with new supplies and notify the peritoneal dialysis nurse. No patient injury or medical intervention was reported.

Event description:
The facility reported a flo-gard infusion pump with an intermittent occlusion alarm. This event occurred in hemo dialysis. However, according to the facility it is unknown when this event occurred. This condition may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Manufacturer narrative:
(B)(4). Follow up with the patient revealed that her supplies were fine, however, she discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event. Additional information: the root cause of the reported problem of a 2240 alarm/air in the line is currently being investigated through CAPA number, (B)(4).